Event description:
Light cord guard disconnected from the endoscopic vein harvesting device falling into surgical drapes and left a small burn in the drape. Temperature of light source was tested to be 300 degrees fahrenheit. Risk of fire, no harm to pt. Light cord was tested by our clinical engineering department and by the stryker company, no fault found. The light cord doesn't have any locking device, which would lock it onto the scope and the light source is halide (not led). Dates of use: 2.5 hours. Diagnosis or reason for use: harvesting of veins x2 for CABG.